Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a35 alarm during rewind due to broken motor slide; unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, verify motor error alarm or verify loud motor noise during rewind due to a35 alarm. However, the motor passed motor test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.